Manufacturer narrative:
The device was received, and evaluated. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing, and the needle mechanism fully retracted. A burr was observed on the linkage assembly and scratches were found on the mechanism rail swage. These findings indicate interference between the swage, linkage assembly and the top housing. These findings were not observed to effect the devices ability to delivery insulin as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 13.8 mmol/l (248.4 mg/dl). The pod was worn for between 4 and 24 hours. As treatment, a new pod was applied.